Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and its associated effects.

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the patient experienced continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter and a hyperglycemic event. The sensor was inserted on (B)(6) 2016. The patient stated that the cgm trend graph was beyond the 400 mg/dl line although his bg meter was showing 246 mg/dl. Patient was having trouble maintaining his balance and was experiencing double vision. He mentioned that his usage of bolus insulin was higher than he could remember in his life. Dexcom technical support (ts) representative called the patient's wife as the patient had to attend to other business. Dexcom ts representative expressed their concern regarding the patient's condition and patient's wife stated that he gets that way when he is stressed and it is nothing new. Patient's wife reported that she had experienced this many times, that his blood sugar runs high when he is stressed, and that everything would be fine. Dexcom ts representative called back later that day, at 5:00 pm, and the patient's wife stated that she had been able to calm the patient down with some tea and a bolus of insulin per his diabetes doctor's list for administering insulin. At the time of contact, the patient was stable. No product or data was returned for evaluation. The reported event could not be confirmed. A root cause could not be determined.